Manufacturer narrative:
Investigation summary: material #: 364314. Lot/batch #: 1237683. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe when the blood is drawn back, the piston leaks, and the stopper and the syringe are not tightly connected. The following information was provided by the initial reporter. The customer stated: ¿the nurse prepares the abg and check it. When the blood is drawn back, the piston leaks, and the stopper and the syringe are not tightly connected. Immediately replace the arterial blood collection needle.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe when the blood is drawn back, the piston leaks, and the stopper and the syringe are not tightly connected. The following information was provided by the initial reporter. The customer stated: ¿the nurse prepares the abg and check it. When the blood is drawn back, the piston leaks, and the stopper and the syringe are not tightly connected. Immediately replace the arterial blood collection needle.